Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial started on (B)(6) 2025. It was reported that they were in the doctor's office and the handset displayed 'system error therapy may have stopped the therapy device may need to be replaced end session '. The caller states that in the office they repositioned batteries in the ens and that resolved the issue. The patient went home with an a13 handset and had the message come up again on (B)(6) 2025, but the patient removed and re-inserted batteries and that resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.